Manufacturer narrative:
Date rec¿d by MFR: 30may2019, date of report: 05jun2019. The customer returned the part which was sent for failure analysis. A visual inspection of the unit's stand revealed that one of the wheel's screws was damaged. During failure analysis, it was determined that the damage to the wheel screw was unacceptable. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03may2019. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the unit's stand was damaged during transit to the customer's site. There was no patient involvement. Event date not specified: estimate used.